Event description:
Per medwatch 39-0195-2000-0005: "defibrillator malfunctioned during a cardioversion procedure in "ep" laboratory on 02/22/2000. Defib failed to discharge when the button was pressed."